Event description:
It was reported to boston scientific corp that an advantage transvaginal system was used during an unk procedure in 2008. According to the complainant, after the procedure, the pt presented with erosion. Several attempts at f/u have been unsuccessful.